Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. In addition, it was reported that the pump shutdown unexpectedly. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.